Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met.

Event description:
It was reported that the right ventricular lead had possible undersensing during an episode of ventricular fibrillation. The device detected and provide therapy that was noted to be ineffective and no re-detection occurred based on zone programming. The patient was given cardiopulmonary resuscitation and was noted to be hospitalized with intervention provided. The device and lead remain in use. No further patient complications have been reported as a result of this event.